Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that the lead appeared to be fractured. Egms showed noise and shocks. The r-wave amplitude had decreased. The lead was explanted.

Manufacturer narrative:
The initial report was based on analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician. St. Jude medical crmd reliability laboratory no complaint was received with return of the device. Failure (event) observed during analysis. The lead was returned in two pieces. Insulation abrasions were observed on both portions of the lead. The etfe insulation on the proximal cables was abraded due to friction to the ICD can. The lead exhibited normal electrical characteristics on each portion.